Event description:
This complaint is now reportable based on the analysis completed on 04/10/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in the coronary vasculature. The 3.50x16mm liberte' bare metal stent was advanced but was unable to cross the lesion. The procedure was completed with a 3.0x15mm non bsc stent. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to third rows with struts misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probably root cause classification is operational context due to anatomical/procedural factors encountered during the procedure. (B)(4).